Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter- IV cannula was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter- IV cannula. Bd determined that the root cause of the indicated failure mode was attributed to excess lubrication solution being dispensed from the lubrication pump.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on the device needle within the fluid path. The following information was provided by the initial reporter. The customer stated: there is a gelatinous substance on the needle, which affects the blood collection. The customer requested the original manufacturer to give a formal reply to this problem.